Manufacturer narrative:
Device was used for treatment not diagnosis. Device was received; evaluation anticipated, but not begun. No conclusion could be drawn, as product is entering the complaint system. Placeholder.

Event description:
It was reported that during a cardiac procedure the sternal zip fix failed. At the end of the procedure when the sternal ends were put on the surgeon noticed that the zip fix gun did not feel right, it would not tighten. The surgeon was able to successfully complete his case by using another zip fix gun from his surgical tray. This report is for part number 03.501.080 lot number (B)(4). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Manufacturing evaluation reports the spring stops on the left and right on the received device, are bent and twisted. Due to the condition of the product a manufacturing conclusion could not be presented. A visual review reveals the reported damage was possibly sustained by force or incorrect handling. This complaint is deemed indeterminate from a manufacturing perspective.

Manufacturer narrative:
The product development evaluation received condition found that the trigger for tensioning the implant was blocked . This is related to the deformed hook feature component within the instrument. The root cause for this deformation cannot be determined by product development. The design evaluation showed no design related issues found on the returned instrument. The returned instrument is not functional as per the design intent. The cause for this could have been due to some misuse by the user or mishandling of the device during the clinical reprocessing. Therefore the design evaluation is closed as in-determinate from the product development evaluation view. The manufacturing documents were reviewed and no complaint related issues were found.